Event description:
During a tah procedure, the device did not seal the ovarian artery. When the vessel was cut, it bled. To effect a seal, the surgeon sutured the site. No patient harm reported.

Manufacturer narrative:
Disposable device not returned for analysis. Hospital discarded the device.